Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was detached from the pump. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 04/28/2017. The pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, the display lens was found to be detached from the pump. Unrelated to the original complaint, investigation revealed that the audio bolus button did not respond to user input. The audio bolus button cover was removed and moisture corrosion was found on audio bolus button pins.